Event description:
An integra sales representative reported that on (B)(6), 2010, a female pt of an unknown age was to undergo surgery for a tumor removal. It was reported that the patient's head slipped in the skull clamp. The pt was repositioned at sometime during the surgery to place the clamp further from the nasal structures. The length of time the product was in use before the event occurred was approximately one hour. The pt had a one inch laceration that required closure. The surgery was stopped and rescheduled for (B)(6), 2010. Mayfield adult reusable pins (B)(4) were used. The pins were not available for evaluation since they were reported to be mixed in with other pins. Stereotaxy device was used (medtronic stealthstation).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.